Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet after a dinner meal, with a fingerstick glucose of 465 mg/dl despite an infusion set change and no additional food, drink, or hyperglycemia-inducing medications; the user noted no visible site or cannula issues and discontinued ilet use the same night, reverting to multiple daily injections. Symptoms included anxiety, thirst, and dizziness. Outcomes included no hospitalization and continued therapy via mdi. Investigation included troubleshooting and education regarding early learning behavior of the ilet and gradual correction dosing adaptation, with review of user-reported infusion set integrity and supply change technique. Investigation of this case revealed no confirmed device or component malfunction and no confirmed infusion set failure, and the event was categorized as hyperglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.